Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed, due to noise oversensing. Secondary and alternate vector configurations showed a wondering baseline. An electrode conductor fracture was suspected. Subsequently, the s-ICD system was explanted and replaced. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported. This electrode was returned to boston scientific for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified bubbles, but no cracks, in the notch area next to the sense b electrode. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the fractured sense a cable conductors approximately 126, 128 and 152 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed, due to noise oversensing. Secondary and alternate vector configurations showed a wondering baseline. An electrode conductor fracture was suspected. Subsequently, the s-ICD system was explanted and replaced. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.